Event description:
It was reported to philips that system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time of the event, the issue was identified when the system was first turned on. No patient involvement or harm or injury was reported to philips. A philips field service engineer (fse) spoke with the customer who reported that the system failed to boot up. The fse guided the customer on how to start up the system remotely, but the issue reoccurred. The customer refused having philips provide service to or inspect the system; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.